Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), wife, is calling on behalf of the customer. The customer is concerned with results obtained results of 205 and 219mg/dl. The expected fasting blood glucose test result range is 98 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom.the test strip lot manufacturer's expiration date is 09/15/2018 and open vial date is two months ago. The meter memory was reviewed for previous test result history: result 1 : 125mg/dl date:(B)(6) 2017 time: 8:33am fasting, result 2 : 102mg/dl date:(B)(6) 2017 time: 8:32am fasting, result 3 : 103mg/dl date:(B)(6) 2017 time: 7:56am fasting, result 4 : 219mg/dl date:(B)(6) 2017 time: 7:54am fasting, result 5 : 205mg/dl date:(B)(6) 2017 time: 10:51 pm fasting. Customer is concerned with high results. Concerned with 205 and 219mg/dl fasting. Customer was comparing her results to a quick results meter. The true metrix was reading about 10 points higher. Customer's main concerned however is the results of - 205 and 219mg/dl fasting.